Event description:
During an in clinic follow up, the device was not able to be interrogated and loss of pacing was noted on the device. A magnet was placed a no response occurred. Premature battery depletion was suspected but this was not confirmed. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, no magnet response and no output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.